Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they don't know what is wrong with their insulin pump but they may think the tubing is bent. The customer declined assistance with trouble shooting. The customer was advised to call the help line if they had any further issues. No further information was provided.